Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were at a case to replace a 3058 with a 97800. When the impedances were tested on the 97800 they had impedance issues. All values were >4000 ohms except pair 3/2 was at 3986 ohms. The hcp reported that prior to the replacement the patient was getting appropriate therapy. The caller indicated that the ins was being replaced because it was 9 years old. Postop the programmed with program 3 and at 2.1ma the patient didn't feel stim and they got the max setting message. When program 1 was used the patient felt stim at 2.0ma and at 2.1ma stim was too strong. During the case the rep had a lead but the hcp elected not to replace the lead. They closed the pocket and they expect to need a revision of the lead. The caller stated that the md doesn't like that the voltage can't be adjusted for impedance test. The issue was not resolved through troubleshooting. Tss reviewed information about impedance. The caller will follow-up with the md.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the stimulation output issue was unknown. Most likely due to old lead. No steps to be taken at the moment. Customer discarded. This was a routine battery replacement. Doctor is aware of impedance issues. Patient is still experiencing symptom relief from current therapy. I suspect that doctor will further address if persistent issues develop.